Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.

Event description:
It was reported that the customer had a low blood glucose level. Customer should have set basal rate at .725 units, but accidentally set it at 7.25.